Event description:
Pt admitted to ER on 08/26/1997 with dislocation of her hip prosthesis early that morning. She was taken to surgery where the hip was reduced in an open fashion and a revision acetabular liner was placed. She did well postoperatively and was scheduled for discharge on 08/30/97. But early that morning, on going to the bathroom, she again felt pain and discomfort in her hip. She was maintained on bedrest and taken to surgery on 09/03/1997 for revision with a constrained acetabular cup. Tolerated well.